Event description:
It was reported that a symptomatic patient presented in the emergency room after experiencing a syncopal episode causing him to fall and cut his head. Lead exhibited noise episodes. The noise was reproduced with pocket manipulation and isometrics. Patient had reported complaint of dizziness intermittently since the last device change out. The lead was partially capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.